Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and that its impedances had increased from 600 ohms to over 900 ohms. There was no loss of capture or sensing issues associated with the observation, and the patient was not pacemaker dependent. Due to the increase in impedances and the noise, it was suspected that the lead was fractured and a lead revision procedure was performed. The lead was surgically abandoned and a new rv lead was implanted. The patient tolerated the procedure well and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.